Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforated calcified lesion in the distal left anterior descending (lad) coronary artery. A 2.80 x 16 mm graftmaster rx covered stent delivery system was selected to treat the perforation; however, the graftmaster rx covered stent delivery system did not cross due to interaction with the lesion. A tapping technique was applied several times but the stent did not cross. Upon removal from the anatomy the stent tip was observed to be flared. The graftmaster was not used again; hemostasis was achieved using balloon angioplasty. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.